Manufacturer narrative:
Initial reporter addr 2: loading dock a (off essex st). Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was programmed to infuse cytarabine 217mg/250ml at a rate of 10.4ml/hr over 24 hours. When clinician rounded on patient, it was noted that the bag was almost empty. Pump settings confirmed with second rn. Confirmed rate of 10.4 ml/hr with 234ml remaining to infuse. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module was programmed to infuse cytarabine 217mg/250ml at a rate of 10.4ml/hr over 24 hours. When clinician rounded on patient, it was noted that the bag was almost empty. Pump settings confirmed with second rn. Confirmed rate of 10.4 ml/hr with 234ml remaining to infuse. There was patient involvement but no harm.